Event description:
Boston scientific received information that this pacemaker was explanted due to normal battery depletion. During the procedure, the right atrial (ra) proximal and distal setscrews could not be loosened. The terminal pin of this ra lead was pulled, and the connector then broke. The terminal pin remained in the device port. The lead insulation was damaged and the conductor coil was exposed, so the lead was cut and surgically abandoned. Next, the right ventricular (rv) distal setscrew was loosened, but the rv proximal setscrew could not be loosened. The rv lead was pulled with force and again, the terminal pin of the lead was broken. The rv lead was also surgically abandoned. A new rv lead was implanted and connected to the new device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead segment was 31.5cm from the terminal pin, with no insulation present and with the conductor coils extremely stretched. A set screw mark was noted on the terminal pin and terminal ring, as expected. The terminal ring molding was separated from the terminal ring. Laboratory analysis confirmed the reported terminal ring separation; however, based on the condition of the returned items, analysis did not confirm that the terminal pin was stuck in the device header or that insulation damage was observed.

Manufacturer narrative:
The lead terminal pins were returned in the device header and are undergoing detailed laboratory analysis. This report will be updated when analysis is complete.